Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited dirty inside the scope light guide lens (inside of lg lens has discoloration). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, dirty was found inside the scope light guide lens (inside of lg lens has discoloration). The root cause could not be identified. Based on the results of the investigation, the suggested probable causes due to some kind of stress such as damage or deterioration of parts, operational problems, and storage problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.